Event description:
It was reported that during a pkr the universal implant trial snapped while surgeon was taking it out.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.